Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call, she was worried the insulin pump didn't alert her she had a low reservoir. Which caused her to miss a dosage and she had to go to the emergency room. Customer's blood glucose was over 600 mg/dl, treated with insulin shots. The cause of the hospitalization was a device malfunction. Troubleshooting was performed and the device did have low reservoir and battery out limit alarms in the device's alarm history. Customer declined troubleshooting for high blood glucose and hospitalization. Displacement test was performed two times and the device failed both times. Customer was advised the device needed to be replaced and agreed to return the device for analysis.